Event description:
Dr. (B)(6) working on cx cto. Was able to get gladius mongo gw across cto. He was using a mamba flex mc first. That was unable to cross cto. He asked for corsair pro xs. Was able to advance further but not totally across cto cap. He did clockwise and counter-clockwise rotations. The cp xs was not advancing ay further. He then went to remove the cp xs. He noticed that the tip of cp xs was broken off and was stuck on wire. On angio it didn't look like there was calcium but cto cap was extremely hard.